Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the abdomen on (B)(6) 2022. The patient developed a rash, redness, inflammation, pimples, dry skin, and a scar extending beyond the patch perimeter. The patient had itching and burning sensations in the area. The reaction was treated with an unspecified over the counter topical cream. The event occurred the day the sensor had been inserted into the abdomen. No additional patient or event information is available.